Event description:
It was reported that after placement of a stent graft in an a-v graft, an attempt was made to place a second stent graft, overlapping the first; however, the stent graft moved unexpectedly approx 3-4mm. The lesion was adequately covered; therefore, no add'l treatment was required. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.